Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 82 percent remaining to 10 percent remaining 1 year later. The device battery was suspected to be depleting prematurely. Device replacement will be scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 82 percent remaining to 10 percent remaining 1 year later. The device battery was suspected to be depleting prematurely. Device replacement will be scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 82 percent remaining to 10 percent remaining 1 year later. The device battery was suspected to be depleting prematurely. Device replacement will be scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed that the device did not reach elective replacement indicator (eri) status while implanted; however, long charge time errors and eri occurred after the device was explanted. Analysis of the battery discharge rate showed that the voltage had steadily decreased over time. The device case was removed to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed and an external power source was connected to the device. Current drain was tested while the device was connected to the external power source and was confirmed to be normal. The voltage of each of the three battery cells was measured and one of the cells was found to be lower than the other two. Each of the cells should exhibit a similar depletion rate, and additional testing of the battery was performed. The battery was disassembled and upon examination of the battery cell with the lower voltage, a metallic anomaly was found between two layers. This created an alternate pathway for current internal to the battery and was determined to be the cause of the premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 82 percent remaining to 10 percent remaining 1 year later. The device battery was suspected to be depleting prematurely. Device replacement will be scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.